Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the issue of no image was due to a bad cable a review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during preparation for use of a diagnostic cysto stone removal procedure, the subject device image did not appear (no image) and was unable to get a picture when plugged in, black screen. The procedure was completed using a similar device. No delay and no patient harm reported by the customer..